Event description:
It was reported that pt underwent total knee arthroplasty in 2006. During procedure, physician began reaming patella when the stop mechanism gave way, advancing the reamer farther than desired. Void was filled with bone cement and patella implant was attached.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly of deviation. There have been no trends identified related to this type of event. A fax sent to inform the user facility of the event. In the event that the user facility submits a medwatch report. Biomet will forward a copy to FDA. The following user facility information is available. Evaluation of returned device is in process but not yet complete.